Event description:
A customer contacted beckman coulter inc., (bci) regarding an erroneously high troponin (accutni) result, above the ami cut-off, generated by the synchron lx I 725 clinical system for one patient's sample. A result within the risk stratification range was obtained upon repeat analysis. The high result was not reported out of the lab. The customer did not report effect to the patient or user attributed or connected to this event.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation per the customer. Batch review determined that no nonconformance reports were documented for this lot during manufacturing. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that an intermate xlv 250 device had a loose fill port cap before use. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: this device was not returned to baxter for evaluation, therefore the reported condition could not be confirmed and the root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.